Manufacturer narrative:
Further information was received indicating this event does not meet the requirements of a complaint. Available information has no indication of, or report of, any adverse patient effect related to the lvad. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient had mildly reduced right ventricular (rv) function prior to implantation of left ventricular assist device (lvad), and that a device related issue did not cause or contribute to the reduced rv function. Additionally, the reported dizziness and low flow alarms were confirmed to have been caused by dehydration and resolved with volume resuscitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with persistent low flow alarms (1.8-2.3 lpm) . The patient complained of dizziness, dehydration and hypertension. Diuretics were held and the patient received volume resuscitation. The patient's ejection fraction was noted to be 50-55% though the cavity remained dilated and the right ventricle had moderately reduced function. The patient was discharged home (B)(6) 2024 with a plan for outpatient left ventricular assist device speed optimization study.